Event description:
It was reported that the patient experienced an increase in pain. A reservoir volume discrepancy was noted on (B)(6) 2012; rv 3.3 av 22. It was indicated that the pump had twisted on self, occluding catheter. It was noted as occluded or kinked catheter. It was indicated there was surgical repositioning of the pump. A catheter revision was performed due to a kink on (B)(6) 2012. The outcome was noted as resolved without sequelae. In early (B)(6) it was reported that the actual residual volume (37.4ml) was greater than the expected residual volume (4.2ml). This was the first refill after an implant/replacement/revision. Event logs were obtained. A 23 minute motor stall occurred, otherwise event logs were normal. The pump was delivering fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709sc, lot# n281319003, implanted: 2011-(B)(4), explanted: unk. Catheter model# 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. Catheter model# 8590-1, lot# n281658, implanted: 2011-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).